Event description:
It was reported that the tandem mobi pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Upon guidance from technical support, the customer placed the pump back on the charger, and it began charging properly.